Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector, video controller pcb, and interconnect cable. System operates as intended.

Event description:
Customer reported the image went black, and the technique went to max. No pt injury was reported.